Manufacturer narrative:
A sample was not provided for evaluation.

Event description:
In 2009, baxter received a report that the patient's peritoneal dialysis transfer set separated from the titanium adapter on the catheter which led to peritonitis. This peritoneal dialysis transfer set was used for four months. The patient presented with fever and cloudy dialysate and was admitted to the hospital with peritonitis in 2009, and released the same day. The patient did not have an exit site or tunnel infection. It is unknown if there was a break in aseptic technique. The patient does not reuse supplies. The health care professional did not have any input to root cause. Therapy was given to the patient (treatment unknown).